Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 77.6mm diameter abdominal aortic aneurysm. It was reported that the patient presented with abdominal pain approximately 6 years later. Cta showed that the endurant limb in the right cia had migrated into the aneurysmal sac, causing a type ib endoleak. A type ii endoleak was also observed. On the same day, emergency evar was performed to implant additional endurant limbs in the right cia. This procedure resolved the endoleak. The physician commented that when the endurant limb was being implanted in the rcia vessel morphology was poor and the stent graft limb was also noted as softly dilated. Due to the type ii endoleak it is possible that the aneurysm expanded in a vertical line-direction. No additional clinical sequelae were reported and the patient will be monitored.